Event description:
The complainant reported that a patient presented for coronary artery bypass grafting. Impella 5.5 was inserted without complication, flows were gradually increased while coming off bypass. Multiple blood products were given during procedure. Epicardial v wires and chest tubes x4 were left in place prior to chest closure. 3-point fixation was applied in operating room. Later it was reported from impact study that the patient had acute kidney injury that is likely related to the bleeding that was associated with the impella (possible) and the surgery (definite). The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock: section: potential adverse events (united states), ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿